Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) appears to have migrated and rotated leading to pocket erosion. The patient was instructed to monitor the pocket daily and undergo a surgical consult in the near future. Implant - unknown; explant - not applicable

Event description:
Subsequently, the device was explanted and returned for post market evaluation.

Manufacturer narrative:
Upon return, the product was thoroughly analyzed. The device operated normally throughout all laboratory testing, fully meeting device specifications. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device was faulty, we have concluded that this device experienced normal battery depletion and passed all other functional testing. The product has been archived as meeting specifications.

Manufacturer narrative:
All available information indicates that the device remains in service, however, we were just alerted to the fact that the patient's device was repositioned in (B)(6) 2009 and that the device is scheduled to be explanted in the near future then returned for analysis. When additional information becomes available this event will be updated and an updated report will be submitted.